Manufacturer narrative:
Correcting date: 09/05/2019 to 09/06/2019 was left blank: addign awareness date 08/20/2019

Manufacturer narrative:
A supplemental MDR will be filed upon completion of the investigation.

Event description:
A clinic in (B)(6) reported that there was malfunction when the operator tried installing a cryogen canister into the dcd module of the vpyag laser system. The cryogen canister's neck bushing separated from the canister causing cryogen gas to rapidly dissipate from the canister causing redness on the operator's hands. The operator fully recovered, no medical intervention was required. The cryogen canister is an accessory utilized in the candela laser systems to cool dermis.